Manufacturer narrative:
Evaluation summary: it is not likely that the build up of scar tissue was caused by the implant. An exact cause cannot be determined with certainty. The head exhibits scratching and scuffing damage over various portions of the buffed surface. There is also what appears to be a residue with striations in it that follows a circular pattern around a portion of the buffed surface. The source of this residue is unknown. It may have happened during cleaning and handling after the device was removed. Device history records indicate that it was manufactured to specification.

Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred five months later, due to pain from scar tissue build-up.